Event description:
It was reported that during a prostate procedure, forward firing occurred after 189,000j and 19:00 minutes of fiber use. The tip of the fiber was not cleaned during procedure. The case was completed with a second fiber. The patient¿s condition following procedure was reported as stable.

Manufacturer narrative:
Analysis revealed the fiber is broken within the outer flow tubing at open end. The outer flow tubing open end is partially attached to cap. The fiber glass cap was detached, however, the glass and metal caps are still secured by outer flow tubing. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The glass cap exhibits severe devitrification at the output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end wall integrity is compromised, and exhibits partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. The probable cause for the break at open end and partial detachment was determined based on heat accumulation and excessive bending. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.